Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with syncope. The patient had passed out several times. The local boston scientific representative reviewed episodes and confirmed that there were non-sustained ventricular tachycardia (nsvt) events that correlated with the patient passing out. The local representative also confirmed that there was asystole greater than 2 seconds. Reprogramming was performed in order to obtain a safety margin. The patient's thresholds are noted to have a history of fluctuating. There was no noise seen on the episodes. There have been no additional adverse patient effects reported since the reprogramming. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.